Event description:
A procedure commenced to remove two leads: a right atrial (ra) lead, and a right ventricular (rv) lead due to infection. During extraction of the ra lead, the patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. A superior vena cava (svc) tear was identified. The tear was successfully repaired and the patient survived the procedure.